Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024 for further details regarding the event; however, the customer was unable to provide an update regarding the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the flow sensor was replaced, and the tidal volume issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not able to read a tidal volume above 200. The device was in clinical use when the issue occurred, the device was removed from service, and the customer was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not able to read a tidal volume above 200. The rse advised the customer to perform a performance verification test (pvt) and address any issues found. The rse indicated that the issue may be due to the flow sensor assembly. The customer reported that the flow sensor was recently replaced for a air flow accuracy test failure. The customer reported that a pvt was performed, and it was verified that the air flow accuracy test failed, and that the average air readout was 9.8 slpm (standard liter per minute). The analyzer was also reading at 80. The flow sensor assembly would require replacement. The investigation is ongoing.